Event description:
On 7/27/94, feeding tube curling in mouth. Rn told to remove it. Md placed new tube and obtained placement x-ray. Two tips seen. Examined feeding tube that had been removed; tip at end (about 2-2 1/2") absent. On 8/1/94 loose tip removed from stomach via endoscopy.